Event description:
It was reported that the handpiece began leaking a blood-like substance after the sterilization process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of the device leaking was duplicated, and a sample was collected from the device. Based on the investigation details, the likely cause for the reported complaint was a damaged e-box controller, which was replaced along with other components.